Manufacturer narrative:
The reservoir was received and evaluated by the MFR. During functional testing one obvious leakage site and three smaller leakage sites were noted with the reservoir tubing. The cross sectional surfaces of the obvious leakage site were rough and irregular, indicating a tubing tear. In addition to the obvious leakage sites showed rough and irregular cross sectional surfaces, indicating tubing tears. The cross sectional surfaces of the other eleven separation sites were not easily observable, since the separation sites were small. Of these eleven small separation sites, three were the location of the three small leakage sites. However, it was undetermined which of the three separation sites were also the leakage sites. In addition to the tubing separations, a separation near the reservoir cap was noted. The cross sectional surfaces of this separation site were uniformly striated, indicating contact with sharp instrumentation, such as a scalpel or scissors. This separation site did not leak. Based on the received information and quality assurance's evaluation, qa concludes the following: 1) the observed separations are inconsistent with the received complaint and the physician's observations. Had the reservoir sustained the above damage prior to explant surgery, the device would spontaneously deflate. The complaint, on the other hand, states that the device was difficult to deflate. Furthermore, as noted above, the physician unsuccessfully attempted to deflate the prosthesis during explant surgery. Moreover, the physician observed the reservoir closely enough to note that it "showed no signs of infection." Thus, qa concurs that the device was removed because it was difficult to deflate and also concludes that the tubing separation/leakage sites occurred during or subsequent to explant surgery. 2) the cause for this occurrence, as suggested by the physician above, was due to "adhesions and scar tissue around the reservoir." Since the device was kept in the inflated mode, the reservoir would have been deflated. Encapsulation of the deflated reservoir by scar tissue would make transferring the fluid from the cylinders to the reservoir difficult. Thus, it would be difficult to deflated the device.

Event description:
Per the info provided to co by the physician's office, the device was removed as it "would not deflate". 11/22/96-received physician/surgeons operative report which stated, "malfunctioning penile prosthesis; scrotal exploration with removal of penile prosthesis reservoir and replacement of reservoir. The pt was instructed to keep the prosthesis in a deflate mode when not in use, but the pt was noncompliant and left the prosthesis inflated and at this time the prosthesis is unable to be deflated". It is felt that the pt has formed adhesions and scar tissue around the reservoir in the retropubic, prevesical space. It is also noted that the prosthesis showed no signs of infection after the tubing of what was then connected to the cylinders and the pump".